Event description:
The manufacturer received information alleging the a/c power was found not to be recognized while performing preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was evaluated by the manufacturer's service technician, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices power supply had caused the a/c power not to recognized on the device. In conclusion, the device's power supply was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower assembly was replaced for dirt contamination unrelated to the reportable issue. The air inlet foam filter, particulate filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue. The device passed final testing.